Event description:
A malfunction involving a zippie voyage stroller was reported to sunrise medical on (B)(6) 2013. It was reported that the end user was being pushed in the stroller by a caregiver when the seat frame fell out of the base frame. There were no injuries reported due to this malfunction.

Manufacturer narrative:
The stroller was returned to sunrise medical on 10/02/2013. The stroller was evaluated by a member from engineering to perform tests to try and duplicate the alleged malfunction. The stroller was tested on a circle track with a 27 pound test dummy positioned into the seat. The stroller was pushed through this track with aggressive handling (estimated 3-4 mph through obstacles) and the seat never detached from the base. This investigation is considered closed. No supplemental MDR will be filed.